Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported noting some wear during preventive maintenance with front panel buttons/ no front panel comment. There was no patient involvement.